Event description:
It was reported to gore that on (B)(6) 2026, the patient underwent an endovascular abdominal aortic procedure for an iliac aneurysm repair with multiple gore® devices. During the implantation, the catheter of a gore® excluder® iliac branch endoprosthesis - internal iliac component (hgb device, sn: (B)(6) was navigated and introduced to the target location. But during navigation in a tortuous iliac artery, the distal tip of the catheter was detached after unknown maneuvers. Reportedly, the distal tip has disconnected in the patient at the deployed hgb stent graft, most likely in the internal iliac artery (target location). As the distal tip was unable to retrieve then, the physician decided to let it stay inside the patient. However, it was necessary to get a second guidewire in parallel and implanted a covered stent from bentley. The hgb and bentley (begraft - covered stent) were used and this assured to maintain the broken tip along the hgb catheter. Eventually, the tip could be secured between the two ptfe layers (material name for ptfe = polytetrafluoroethylene) in their overlapping section. Further, the bentley could be aligned inside the hgb stent, thus the tip kept in place. Consequently, the tip could not migrate further. The rest of the hgb catheter was retrieved safely. The patient remained hemodynamically stable throughout the procedure. The procedure was completed successfully. Findings indicate a favorable result, with stable, without migration risk due to fixation of the broken tip, and also no reported embolization risk within the treated region. The patient tolerated the procedure.

Manufacturer narrative:
H3: the partial device (catheter) is being returned for evaluation. H6, imdrf code, annex b: code 'b15' was used for the current information gathering process to get further relevant event information. The imaging data is not received yet. Ongoing communication with field. The manufacturing records will be reviewed for the reported lot/serial number of the device. The investigation is ongoing. Preliminary results are not yet available. The catheter is in transition to gore. Investigation is still ongoing and conclusions will be shared in next report. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.